Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer blood glucose level was 585 mg/dl at the time of incident and the current blood glucose of the customer was 181 mg/dl. Customer report other blood glucose values were 545 mg/dl, 557 mg/dl and 287 mg/dl. Customer reported that the insulin pump had reservoir lip ring damaged and little chipped. The customer reports that reservoir was able to locked into the place. Customer report they did not allege insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.